Manufacturer narrative:
B.3. Date of event is unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot#: 4051247. D.4. Medical device expiration date: 16-jul-2025. H.4. Device manufacture date: 20-feb-2024. D.4. Medical device lot#: 3304389. D.4. Medical device expiration date: 26-mar-2025. H.4. Device manufacture date: 31-oct-2023. D.4. Medical device lot#: 4036330. D.4. Medical device expiration date: 19-jun-2025. H.4. Device manufacture date: 05-feb-2024. E.1. Initial addr 1: (B)(6). Investigation summary: bactec mgit 960 pza is manufactured by rehydrating components in usp purified water and mixed into a homogenous solution. The solution is then sterile filtered, dispensed into vials and stoppered. The vials are lyophilized, and crimp caps are applied per standard operating procedures (sop). Bactec mgit 960 pza supplement is manufactured by rehydrating the media components with usp purified water and mixed until a homogeneous solution is obtained. The solution is then sterile filtered and dispensed into vials; stoppers are manually placed in the vial opening; septum caps are manually placed on top of the stopper and then mechanically crimped per sop. Two bactec mgit 960 pza vials are then manually packaged with six bactec mgit 960 pza supplement vials to complete a bactec mgit 960 pza kit (material 245128). The batch history record was satisfactory for batches 3304389, 4036330, and 4051247. Additionally, retention samples were tested per the standard performance procedure which is also described in the IFU (instructions for use, available on bd.com/e-labeling) or reserved for further investigational testing into this issue. Retention sample testing conducted for complaint investigations have not replicated reported defect. This complaint is confirmed. Trend in performance complaints identified for 245128 mgit pza kit. Bd has initiated a CAPA (corrective and preventative action) to formally investigate the performance issue. Bd will continue to trend complaints for performance.

Event description:
It was reported when using the bd bactec¿ mgit¿ 960 pza kit, an unspecified number of false resistant pza patient results were obtained when compared with genome sequencing testing results. There was no health impact or consequences reported.

Event description:
It was reported while using bd bactec¿ mgit¿ 960 pza kit, there were an unknown number of false resistant results. There was no report of patient impact.

Manufacturer narrative:
The following updates have been made: this MDR pertains only to lot number 4051247. B5. It was reported while using bd bactec¿ mgit¿ 960 pza kit, there were an unknown number of false resistant results. There was no report of patient impact. This record is being reopened to address the corrections required for CAPA pr (B)(4).